Event description:
Pt was undergoing oral surgery. Surgeon was using a stryker tps microdrill. The end of the drill handpiece overheated, burning the pt's mucosa and commissure. The blister to the mucosa was debrided and immediately treated with cold saline, ice and silvadene. The commissure was also treated with silvadene. It is unknown at this time whether there will be permanent scarring.